Event description:
Shortly after a lead revision procedure, the pt reported charging issues between the implant and the external equipment. A boston scientific rep performed the device evaluation. The problem was confirmed. The pt was implanted with a new boston scientific spinal cord stimulator.